Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind test due to motor encoder signal out of phase. Unable to perform the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test, test for unexpected reset to factory default or verify motor position encoder error alarm in the alarm history screen due to constant motor error alarm. The stop idle current and run current measurement tests are within specification. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer also reported to have received a motor position encoder error alarm after the act button was pressed. Insulin pump was exposed to MRI. Customer's blood glucose was over 400 mg/dl, due to not having any insulin. Customer reported of being hospitalized due to toe amputation. Insulin pump would be replaced.